Event description:
The customer observed erratic results generated on the architect c16000 analyzer. All questionable results were repeated prior to reporting results out of the laboratory. An initial sodium result of 111 mmol/l repeated at 139 mmol/l. The customer's normal range is 138 - 148 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Field service replaced broken cuvettes on the architect c16000 analyzer and removed debris from the cuvette washer probes that had fallen from the ceiling tiles. No returns were available for investigation. Historical complaint metrics were reviewed. No adverse trends were identified for the cuvettes or the wash solution nozzles. No other issues were identified for instrument serial number (B)(4) that may have contributed to the complaint issue. Based on the available information, a deficiency was not identified. There is insufficient evidence that reasonably suggests a malfunction occurred. The cuvette washer nozzles were determined to be contaminated from ceiling tile debris and were cleaned, and the cuvettes were replaced in accordance with normal troubleshooting procedures contained in current labeling.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).